Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 06,2023. Upon further investigation of the reported event, the following information is new and/or changed: d9 (device availability - added date returned to manufacturer); g3 (date received by manufacturer) ; g6 (indication that this is a follow-up report) ; h2 (follow-up due to additional information) ; h3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Gas exchange issues.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H4 (device manufacture date). H6 (identification of evaluation codes 10, 3331, 213, 67). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 3331 - analysis of production records. Investigation findings: 213 - no device problem found. Investigation conclusions: 67 - no problem detected. The returned sample was visually inspected upon receipt with no anomaly such as breakage. It was then rinsed and dried, was tested for the oxygen transfer and carbon dioxide removal performance in accordance with the product inspection protocol; the test result met the factory's specification. Based on the evaluation, no anomaly was found in the gas exchange performance of the actual sample; therefore, it was not possible to clarify the cause of the event. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Gas exchange issues.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Component code: 4739- gas exchanger. Health effect ¿ impact code: 2199- no health consequences or impact. Health effect ¿ clinical code: 4582- no clinical signs, symptoms or conditions. Medical device problem code: 1670 - use of device problem. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was a gas exchange issues. As per the sales associate, the fio2 and gas flow were increased to 100% fio2 and 10lpm gas flow. Oxygenator seemed to be on the verge of failure based on clinicians description. No known consequence or health impact to patient. Product was not changed out. Procedure was completed successfully.